Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that there was an oor screen seen, along with the settings not available message. The caller reported that the patient is able to decrease intensity, but when they went to increase they were seeing setting snot available. The caller reported that some impedances were off, electrode: 2, 3, 4, 5, 7, 11, 12, 14, and 15 - are showing yellow color, highest 21,010 ohms. And electrode 1 shows >40k ohms. The caller stated that they programmed the patient with "all green" electrodes and avoided the suspect ones, but patient is still seeing oor on controller. The caller was no longer with the patient, but indicated that they would see them again. It was suggested that the patient needs to charge. The rep stated that they were able to program the device and provide coverage. No further interventions were needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that multiple electrodes had high impedances and there was an ¿out of regulation¿ (oor) message right after the device was implanted. The manufacturer representative was able to reprogram contacts 0 <(>&<)> 6 to that the patient was receiving therapy. Technical services reviewed that the impedances may come down after a day or two since the patient was just implanted that day. No symptoms or complications were reported.